Event description:
It was reported that the g7 device prompted, transmitter battery low contact global technical support for a replacement. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the g7 device prompted, transmitter battery low contact global technical support for a replacement. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via product or data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).